Manufacturer narrative:
Product analysis results: visual and optical examination identified that the threads at the tip of the threaded shaft appear to have been sheared off. It appears that the failure may be the result of bend stress overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent oblique lateral interbody fusion (olif) at l3-s1 due to degenerative disc disease (ddd). Intra-op, the threaded tip of shaft broke while implanting the cage. There were no patient symptoms or complications associated with this event.